Event description:
It was originally reported that the catheter could not be removed from the packaging. There was no patient injury.

Manufacturer narrative:
Examination of the returned catheter found a component of the packaging could not be removed from the catheter. One thru-lumen catheter was received without the package. The catheter body appeared to be in good condition. A visual examination of the catheter found the distal stylet to be protruding out of the catheter tip. The stylet cap was not returned. The stylet placed in the thru-lumen hub was not returned. A light amount of adhesive was visible on the end of the stylet in the distal lumen. An attempt to push out the stylet wire from the lumen using a 10cc syringe with water was not possible. An attempt to pull the stylet out of the tip of the catheter was unsuccessful; the stylet could not be removed without damaging the catheter body tube. Without return of the stylet cap, we are unable to determine if this may be due to insufficient adhesive. The tip of the catheter was also found to have several indentations and the balloon was found to have several holes in the latex; this damage may be related to the attempt to remove the stylet from the lumen but this was not determined with certainty. A review of the manufacturing records indicated that the product met specifications upon release. An inability to remove the stylet from the catheter tip was confirmed. An investigation has been initiated to determine if corrective actions are needed.

Manufacturer narrative:
Additional information from the customer made it clear that the catheter was damaged and the stylet cap was pulled off during the attempt to remove the stylet from the catheter. As stated, ¿the catheter was actually stuck. The indentions are from me trying to remove the stylet from the catheter. After attempting several times, with my fingers, I held the catheter with hemostats.¿ based on this information, the potential for injury related to this failure mode is considered to be remote. A corrected supplemental report is being submitted.